Manufacturer narrative:
Section references the main component of the system. Other medical products in use during the event include: brand name restore; product ID (B)(4) (serial: (B)(6)); product type: 0213-recharger. Event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin. Pt says that this morning they noticed the dtc pin broke off. Pt doesn't have dtc with them, but will call pats back when they have it so a replacement can be ordered from repair dept. Pt called back with dtc serial number. Emailed repair to send replacement dtc. Pt asked about newer implant (ins) with updated equipment. Reviewed eos date on their device, which they said they weren't aware of. Reviewed ins replacement information and redirected to hcp/rep.